Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a correction bolus via the pump. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS iPhone 8 / 3.5.1 / iOS_16.7.8.